Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd nexiva¿ closed IV catheter system - dual port the catheter is leaking. There was no report of patient impact. The following information was provided by the initial reporter: customer reported catheters leaking out of wear the needle comes out of the catheter? Customer have had this happen twice now. Nexiva 20 gauge ref 383536; lot 3019335.

Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use with 2 bd nexiva¿ closed IV catheter system - dual port the catheter is leaking. There was no report of patient impact. The following information was provided by the initial reporter: customer reported catheters leaking out of wear the needle comes out of the catheter? Customer have had this happen twice now. Nexiva 20 gauge ref (B)(4). Lot 3019335.